Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, correction and additional information. Updated fields: d9, h3, h4, h6, h11 since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump's irrigation continued when no button was pressed. There were no reports of patient harm.

Event description:
It was reported that the flushing pump's irrigation continued when no button was pressed. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.